Event description:
The event was reported as: the blades are getting stuck during intubation and after intubation. Blades are becoming lodged on handle or not properly seating in the handle. No report of pt injury.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.